Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation is cystocele. Procedure (s) performed were anterior repair using pelvicol graft, pubovaginal sling using prolene mesh and cystoscopy. Complications post pelvicol and uretex placement are first additional mesh implant surgery in 2007 ¿ the patient underwent bilateral sacrospinous ligament fixation with avaulta mesh for rectocele under general anesthesia. Second additional mesh implant surgery in 2007 ¿patient underwent repair of an enterocele with a bilateral sacrospinous ligament fixation and a trans obturator approach with the avaulta mesh for symptomatic pelvic relaxation under general anesthesia. Third additional mesh implant surgery in 2008 ¿patient underwent abdominal repair of an enterocele (bard mesh) under general anesthesia. Fourth additional mesh implant surgery in 2008 ¿patient underwent repair of enterocele using the pinnacle mesh system for symptomatic pelvic relaxation, enterocele under general anesthesia. First mesh revision surgery in 2010 ¿ patient underwent mesh excision for vaginal adhesions and exposure of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.